Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose levels. Customer changed the infusion set the night prior to being hospitalized. Customer woke up with high blood glucose levels the next morning. Troubleshooting was not performed. Nothing further reported.